Event description:
Our workplace had a covid19 outbreak that was detected with the rapid antigen tests. Four (4) employees had repeat results with the antigen test, however on the same day our routine covid pcr surveillance failed to confirm the positive results, and thus we conclude represents four false negative results (rapid positive, pcr negative). The test used by our clinical lab (B)(6) was the bd max test. This occurred at (B)(6) labs in (B)(6). Four (4) employees were sent home after positive binaxnow antigen tests. These same employees were tested by pcr that morning and had positive binaxnow tests within 15 minutes-24 hours following the pcr test. Pcr results came back negative for all 4 employees. FDA safety report ID # (B)(4).